Event description:
It was reported that during a cryo ablation procedure, the temperature dropped and warmed back up faster than expected. The balloon catheter was replaced, but then the mapping catheter could not be inserted into the new balloon catheter. The balloon catheter was replaced again which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 16340 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 5 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During inspection and pressure testing of the guide wire lumen at the balloon segment, a guide wire lumen breach was observed 0.98 inches proximal to the catheter tip. The breach was most likely caused by excessive heat applied to the heat shrink tubing during the assembly process. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d10/h11 continuation of d10: product ID: 2af283, product type: balloon catheter product event summary: the patient data files were returned and analyzed. Two patient files were received and recorded on the reported date of the event. Patient file #1 showed three applications were performed using a 2af283 balloon catheter with lot number 16340. Patient file #2 showed two applications were performed using a 2af283 balloon catheter with lot number 16340. The patient file did not show any system notices on the reported date of the event. For the patient file #1, the console output data (pressure, preset pressure and flow) showed unexpected pressure and flow profiles during ablation at applications one, two, and three. For the patient file #2, the console output data showed unexpected pressure and flow profiles during ablations at applications one and two. In conclusion, the reported issue was observed through device data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.